Event description:
The customer reported via phone call that they had a had a compromised force sensor system alarm on the insulin pump. Customer stated that insulin was squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer's most recent blood glucose was 110 mg/dl. Customer stated that they were not wearing the pump during priming. Customer stated that the top of the reservoir was dry. Customer believes that the piston was hitting the reservoir as the insulin was squirting out. Customer stated that the motor did not slow down and numbers did not ramp up on screen. Insulin did not continue to drip after letting go of the act button. Customer was unable to get to the pump status screen because it keeps looping them to rewind. Customer was advised to discontinue use of the pump. Customer stated that the drive support cap was sticking out. Customer declined to return the insulin pump. A loaner pump will be sent to the customer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.